Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing during daily intense exercise routine. No intervention was performed. Patient condition was stable and would continue to be monitored.